Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was diagnosed with peritonitis during a visit to the emergency room. It was unknown if the patient was admitted to hospital for the peritonitis event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At the time of this report it was unknown if the patient had recovered from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.